Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic technician (cot) reported a case of marginal corneal flap keratolysis of the right eye, rainbow glare, and dry eye post lasik treatment . Upon follow up, the reporter indicated the marginal flap keratolysis was confirmed as being stable, and upon subsequent follow up visits was confirmed as continuing to remain stable. No further treatment or intervention was necessary. Patient noted as happy with visual outcome. Upon additional follow up, reporter indicated at annual visit the patient no longer presented with rainbow glare and dry eye issues.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No abnormalities that could have contributed to this event were found. The root cause cannot be determined conclusively. (B)(4).